Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after nine hours of impella cp support, the impella cp became malpositioned and was exchanged for a new impella cp with smartassist. The patient is stable.

Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned for evaluation. Data logs were reviewed and rt logs showed "impella in aorta" alarms were triggered with a loss of pulsatility in motor current and pump flow. Alarm was able to resolve with return of lv waveform becoming ventricular again. However, the following rt log shows additional "impella in aorta" alarm, with lv waveform becoming completely aortic and not resolving for remainder of case. Clinical details noted that pump became malpositioned and was explanted and exchanged for a new cpsa. T-b lock was tightened and blue butterfly were secured. No patient movement was noted at time of positioning issue. The root cause of the positioning issues cannot be definitively determined as limited clinical details were provided.